Event description:
Same case as MDR ID #: 2134265-2013-03270 and 2134265-2013-03176. It was reported that during a percutaneous coronary intervention, pullback was suddenly stopped. The ilab cart system 100v motor drive unit (mdu) was used in conjunction with the coronary catheter intended to visualize the lesion. The pullback was suddenly stopped and an error message was displayed on the monitor. After pressing the ok button, the system was rebooted up. The system was running with no issue after rebooting up. The procedure was completed with this device. No complications reported. The patient's condition is stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).